Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed hemolysis during pump support. Pfhg levels were not provided. The pumps position was switched, and the patient received 18 units if red blood cells, 8 units of fresh frozen plasma and 1000ml of albumin. No further information was provided.